Event description:
It was further reported that the clot was not removed from the outflow graft. The ventricular assist device (vad) was decommissioned until a further care plan could be determined. The patient experienced an embolic stroke and was admitted for decompensated heart failure on (B)(6) 2025. It was unknown if there were any changes to patient condition or anticoagulation status that may have contributed. The patient remained hospitalized as inpatient for further care planning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have a clot in their outflow graft and needed to silence alarm. The patient had been non-complaint. The patient was admitted in the cardiovascular intensive care unit (cvicu). They had a stroke and went to operating room for procedure to remove clot. The patient was on the table before procedure and flows went to 0.6 liter per minute (lpm). Healthcare team confirmed outflow graft obstruction by transesophageal echocardiogram (tee). Plan was to have the patient on a heparin drip. Speed was 5600, flow was 0.6, power was 3.4, pulsatility index (pi) was 1.9, and hematocrit (hct) was 31. The patient was stable. Extended silence went on successfully. Log files captured on (B)(6) 2025, low flow events. On (B)(6) 2025 at 17:56:03, low flow hazards started occurring with the flow dropping to 1.9 lpm. At 19:03:31, the flow was reported at 0.3 lpm.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported they were due to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events were unable to be conclusively established through this evaluation. The controller event log file contained events from 06may2025. Multiple low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.